Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic on (B)(6) 2022 for a follow-up mapping, where affected channels were observed. Further technical checks are considered.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. Information on further possible steps have not been received.

Event description:
The user visited the clinic on (B)(6) 2022 for a follow-up mapping, where affected channels were observed. Further technical checks are considered but no further decision has been received.

Event description:
The user visited the clinic on (B)(6) 2022 for a follow-up mapping, where affected channels were observed. The user has been explanted.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However, to determine an exact root cause a device investigation of the explanted device is necessary. The concerned device was explanted but has not been received for investigation yet.